Event description:
Customer's son reported that his father went to the hosp in 2008, and completed a comparison test of his precision optium meter with the hosp's competitor meter. The customer received a reading of 150mg/dl compared to the competitor meter reading of 350mg/dl. The customer has been a diabetic of 30 yrs and takes insulin twice daily. He has a history of 3-4 hospitalizations a yr for peritoneal dialysis. According to the customer's son, the customer has experienced hyperglycemic symptoms since 2008. In 2008, the customer underwent a foot amputation.

Manufacturer narrative:
Meter and test strip lot 43500 (expiry date: 2009/10) were returned. The investigation on the returned product did not confirm the complaint, and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.